Manufacturer narrative:
(B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that it was questioned if this right ventricular (rv) lead was exhibiting loss of capture. The patient was having symptoms of generalized weakness. The lead was exhibiting decreased intrinsic amplitude, sensing, and impedance measurements. It was later noted that there was no loss of capture; rather, the patient was having frequent premature ventricular contractions (pvcs) which may have been caused by rv pacing. A surgical revision was performed to reposition the lead. It was thought to have been implanted in an area which was causing the patient to have more pvcs. No additional adverse patient effects were reported. The lead remains in service.